Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report the discordant (B)(6) result. Calibrations and quality controls (qc) were run, which were acceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the dry fluid line was contaminated. The cse performed a complete system decontamination and the issue resolved. The cause of discordant, (B)(6) result on one patient sample was due to system contamination. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, (B)(6) result for antibodies to hepatitis b surface antigen (anti-hbs2) assay was obtained on one patient sample on an advia centaur xpt instrument. The initial result was not reported to the physician(s). The sample was repeated on the same instrument, resulting (B)(6). It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
The initial MDR 2432235-2018-00020 was filed 09-jan-2018. Corrected information (20-jan-2018): a siemens headquarters support center representative (hsc) reviewed the available information and concluded that system contamination cannot be confirmed as the cause of the discordant, (B)(6)). System contamination can cause discordant results but the discordant result was not reproduced on repeat testing.